Event description:
It was reported that the device's ac module makes a noise. It is unknown if the device was being used on a patient at the time of the event.

Manufacturer narrative:
It was reported that the device's ac module makes a noise. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac module, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.